Event description:
Customer reported via phone, she was experiencing low blood glucose levels and was advised by her doctor to call in to ensure if the device was working correctly. Customer's blood glucose was 41 mg/dl currently it was 292 mg/dl. Treated low by eating food. Low has been occurring for few mornings. Troubleshooting was performed and device passed self-test and displacement test. Customer stated her doctor changed her setting on (B)(6) 2015 and she later changed her settings herself because she was still experiencing lows. Customer mentioned her doctor increased her basal rates even though she had mentioned to her blood glucose was going low. Customer mentioned she will talk to her doctor again and inform her doctor of the troubleshooting results. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.